Manufacturer narrative:
Upon a review that occurred on 19 september 2019 of the initial MDR for this event, it was discovered that section b2 ("outcomes attributed to adverse event")was originally populated with ''hospitalization, life threatening, and required intervention''. However, although this was true in MDR 1721279-2019-00149 (right atrium injury which occurred during the same procedure), it was not true in this event, in which the rv lead became stuck in the glidelight device. No patient injury occurred because of this issue; the patient injury was captured in the MDR referenced above. Section b2 now left blank.

Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
It was reported that a lead extraction procedure commenced to remove two leads: a right atrial (ra) lead and a right ventricular (rv) lead, in order to upgrade to crt-p system. Spectranetics lead locking devices were placed in both leads. They began with attempt to remove rv lead first using a cook evolution 9f device but progression stalled at the subclavian vein. They then switched their extraction attempt to ra lead but stalled in the same area. They then switched efforts back to the rv lead with use of 9f device and progressed to the superior vena cava (svc) but progression then stalled. They switched to the ra lead again and were able to pass through svc but could not remove tip of the ra lead. The patient's blood pressure dropped slightly but recovered using pressors to stabilize the patient. They then changed effort again to removal of the rv lead using a spectranetics 14f glidelight laser sheath. They could remove rv lead successfully with counter traction. However, it was difficult to pull the rv lead through the glidelight device, as the lead became stuck within the glidelight device. They then lased for one(1) second and completely removed the rv lead/lld and the glidelight device. The patient's blood pressure dropped again at this time, and an effusion was noticed along with cardiac tamponade. Rescue efforts began immediately, including CPR and sternotomy. A tear was discovered in the ra and was repaired successfully. There was an attempt made to remove the ra lead using a 14f glidelight device; however the attempt was unsuccessful as the lead reportedly broke away from the electrode due to traction forces (please reference MDR 1721279-2019-00149 which captures the lld in the ra lead in this procedure). The tip of the ra lead was ultimately removed surgically. The patient survived the procedure and was transferred to ICU with an intra-aortic balloon pump. This report is being submitted to capture the glidelight device in which the rv lead became stuck. Although there was not a reported patient injury with the rv lead getting stuck in this procedure, a lead becoming stuck within a device, with recurrence, could cause or contribute to a serious injury.